Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-02456-2 / 2016-00493). Not returned by attorney.

Event description:
It was reported that patient underwent initial total hip arthroplasty on (B)(6) 2007. Subsequently, patient was revised on (B)(6) 2015 due to patient allegations of pain, disability and elevated metal ion levels. The acetabular cup and modular head were replaced and an acetabular liner was implanted.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Patient's legal counsel reported that patient underwent a left hip revision procedure approximately 8 years post-implantation due to allegations of pain, disability and elevated metal ion levels. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. It was reported in operative report received that patient underwent a left hip revision procedure approximately 8 years post-implantation due to metallosis, pain and elevated metal ion levels. During the procedure, fluid containing evidence of metallosis and a lack of bony ingrowth on the acetabular component were noted. The acetabular cup and modular head were replaced, and an acetabular liner was implanted.